Event description:
A resolute integrity was used to treat a patient. It was noted after the stent had being implanted that it had been used past it expiration date (approximately 5 days). There were no patient complications as result of this event.

Manufacturer narrative:
(B)(4): evaluation, results: shelf life exceeded (device used after use by date). Failure to follow instructions (IFU instructions indicate not to use device past is use by date). No results available since no evaluation performed (device or procedural images not provided for review). None. Conclusions: failure to follow instructions (IFU instructions indicate not to use device past is use by date). No device failure. User error contributed to event (device used after use by date). Device not returned - no evaluation will be performed.